Event description:
It was reported by the rep by the patient came back to office with an infection at catheter site.

Event description:
It was reported by the rep by the patient came back to office with an infection at catheter site.